Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodged. There were no plans to revise the lead and the patient's device would remain programmed vvi.